Event description:
Implanted materials. Packaging materials unclear as to sterility with wright medical graft jacket tissue matrix lot b13999-051, exp 2008-02, size 5x10 thick 0.89-1.40. Aseptic package was placed on sterile field and used in pt surgery. Physician reports erythema to right leg on 06/04/07. Pt currently being followed by physician.